Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time during a "code", the device was programmed to deliver unspecified medications via a triple lumen central line and deliveries started. No specific programming parameters were provided. The nurse reported that "while doing compressions", the device sounded multiple audible alarm tones for distal occlusion on the channel delivering via the distal port of the triple lumen. Multiple unsuccessful attempts have been made to obtain add'l info including pt outcome.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.